Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 3004209178-2015-85411 for reservoir.

Event description:
Customer reported she experienced no delivery alarms during manual prime and bolus. Customer stated she found the reservoirs were faulty; they were not setting properly in the tubing connector cap of the infusion set. Blood glucose was high; value not specified. Customer was unable to troubleshoot. Nothing further reported.